Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the physician. This case concerns a female patient with unspecified age who received treatment with synvisc one injection and the same day the patient experienced redness, fever, swelling and knee aspirated. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl022; dose, indication and expiration date: not reported). The same day, in the evening the patient experienced redness, fever, swelling and knee aspirated. As of (B)(6) 2018, the patient was still experiencing swelling, fever and redness. On (B)(6) 2018, the patient saw the doctor and had the knee aspirated and steroid injected. Corrective treatment: knee aspirated for swelling; unspecified steroid injected for all outcome: not recovered for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all. Pharmacovigilance comment: company comment dated 17-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced localized erythema, fever, knee swelling and effusion. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the events. However, due to lack of information regarding medical history, concomitant medications and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 08-jan-2018 from the physician. This case concerns a female patient with unspecified age who received treatment with synvisc one injection and the same day the patient experienced redness, fever, swelling and knee aspirated. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection once (lot number: 7rsl022; expiration date: may-2020; dose, indication: not reported). The same day, in the evening the patient experienced redness, fever, swelling and knee aspirated. As of (B)(6) 2018, the patient was still experiencing swelling, fever and redness. On (B)(6) 2018, the patient saw the doctor and had the knee aspirated and steroid injected. Corrective treatment: knee aspirated for swelling; unspecified steroid injected for all. Outcome: not recovered for all. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot 7rsl022 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 21-feb-2018, there were (B)(4) complaints on file for lot 7rsl022: ((B)(4)) adverse event reports. Sanofi would continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA was required. Seriousness criterion: required intervention for all additional information was received on 21-feb-2018. Suspect product's expiration date was added. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: company comment dated 21-feb-2018: the follow-up information does not alter the overall case assessment. This case concerns a patient who received treatment with synvisc one and later experienced localized erythema, fever, knee swelling and effusion. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the events. However, due to lack of information regarding medical history, concomitant medications and past drugs precludes complete medical assessment of the case.